Event description:
Patient activated a new device on sunday ((B)(6) 2009) afternoon and did not test her blood glucose until monday, (B)(6) at 5:38 pm at which time it measured 467 mg/dl, so she took 7:30 unit insulin bolus. She tested her bg again at 7:04 pm and at 7:54 pm and the results were "high" (>500 mg/dl) both times, but she did not take more insulin. After the second "high" result she went to (B)(6) where she stayed for two days with a diagnosis of diabetic ketoacidosis.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's dka. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)...if you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia...if you get a "high check for ketones!" Reading but have no symptoms of high blood glucose, retest with a new strip. If you still get a 'high check for ketones!' Reading, follow your healthcare provider's recommendation to treat hyperglycemia." It advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."